Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no product, and no product at hand reported. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this batch and error pattern at hand. Because there are neither a product not further information available, a definitive root cause cannot be determined.

Event description:
It was reported by the healthcare professional to the company sales representative "upon receipt of the box of materials in the cme, it was verified that there were 02 screws with dirt, characterizing previously used material. Screw cannulated powder 7.5x50 lot 52120964 screw powder cannulated 4.5x30 lot 51853111." All med watch submissions related to this report are: 9610612-2018-00423.